Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the left popliteal artery balloon was reported to have ruptured. The vessel was moderately calcified with a 90% stenosis. No tortuosity was present. The lesion was initially dilated with a savvy balloon. Next a slalom thrill balloon was positioned within the target lesion and inflated with an indeflator. However, the balloon ruptured at 8 atmospheres, below the rated burst pressure of 18 atm. No additional patient, lesion or procedural details were provided. It is unknown if difficulty was experienced while advancing the balloon catheter to the lesion or while crossing the lesion. The patient's medical history is unknown (diabetes, pvd). Given that the vessel was moderately calcified, and the lesion is somewhat distal, it is possible that calcification caused surface abrasions on the balloon.

Manufacturer narrative:
The product was not returned to cordis for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly part number with lot number. This review revealed that the subassemblies met all requirements per the applicable mqp as well, including burst test values. In this case, lesion/vessel characteristics may have contributed to the reported event.